Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. It was later indicated that the device will not be returned as it was exposed to infectious disease.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming with the device history results.

Event description:
It was reported that during the balloon would not deflate after it was inflated, during testing. The customer indicated that the usual deflation technique was used, but did not specify if deflation was attempted with syringe attached or removed. Additionally, the light output from the optical module connector was not working. A new catheter was used with success. There was no consequence for the patient. The device will not be returned as exposed to infectious disease.